Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The alternate oxygen switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit switched to alternate oxygen. The clinician reportedly finished the case in manual ventilation mode. There was no reported patient injury.